Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced needle and syringe separate. The following information was provided by the initial reporter. The customer stated: please inform us if the problem still occurred during preparation or during use on the patient as well? During preparation. Were there any undesirable consequences that arose due to this defect? No did the syringes contain any dangerous product (eg chemotherapy, radiopharmaceutical) or blood? No. Have medical personnel been exposed to hazardous products? No. Have the defective devices been kept and are they available for analysis (or the representative photo of the defect)? The defective ones were thrown away, I recovered those which remained of the same batch but all do not seem to pose problem, I made a test on a unit without encountering any problem. Is it possible from the nurse's description that it could be a bad manipulation? Several nurses reported it but all from the same structure. Or is it a possible defect of these needles? Initial entry: I would like to ask you to bring up a problem that we have been experiencing for a few weeks with the im 21g needles (lot 2106001). It seems that the white gasket inside the green part of the needle produces a spring effect, spontaneously disadapting the syringe with sometimes an effect of "projection" of the syringe or of the needle according to where is held the syringe once prepared.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 305895 and lot number 2106001. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. As samples were not returned, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were assembled with a bd discardit 2ml syringe. No signs of defective hub connection or leakage were identified with the retained samples. Based on the provided information, we are unable to identify any possible manufacturing related cause for the reported issue at this time. All results of engagement force that were measured during manufacturing were found to comply with specifications for the affected lot number. H3 other text : see h.10.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced needle and syringe separate. The following information was provided by the initial reporter. The customer stated: please inform us if the problem still occurred during preparation or during use on the patient as well? During preparation. Were there any undesirable consequences that arose due to this defect? No. Did the syringes contain any dangerous product (eg chemotherapy, radiopharmaceutical) or blood? No. Have medical personnel been exposed to hazardous products? No. Have the defective devices been kept and are they available for analysis (or the representative photo of the defect)? The defective ones were thrown away, I recovered those which remained of the same batch but all do not seem to pose problem, I made a test on a unit without encountering any problem. Is it possible from the nurse's description that it could be a bad manipulation? Several nurses reported it but all from the same structure or is it a possible defect of these needles? Initial entry: I would like to ask you to bring up a problem that we have been experiencing for a few weeks with the im 21g needles (lot 2106001). It seems that the white gasket inside the green part of the needle produces a spring effect, spontaneously dissipating the syringe with sometimes an effect of "projection" of the syringe or of the needle according to where is held the syringe once prepared.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced needle and syringe separate. The following information was provided by the initial reporter. The customer stated: please inform us if the problem still occurred during preparation or during use on the patient as well? During preparation. Were there any undesirable consequences that arose due to this defect? No. Did the syringes contain any dangerous product (eg chemotherapy, radiopharmaceutical) or blood? No. Have medical personnel been exposed to hazardous products? No. Have the defective devices been kept and are they available for analysis (or the representative photo of the defect)? The defective ones were thrown away, I recovered those which remained of the same batch but all do not seem to pose problem, I made a test on a unit without encountering any problem. Is it possible from the nurse's description that it could be a bad manipulation? Several nurses reported it but all from the same structure or is it a possible defect of these needles? Initial entry: I would like to ask you to bring up a problem that we have been experiencing for a few weeks with the im 21g needles (lot 2106001). It seems that the white gasket inside the green part of the needle produces a spring effect, spontaneously dissipating the syringe with sometimes an effect of "projection" of the syringe or of the needle according to where is held the syringe once prepared.